Manufacturer narrative:
Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture. During visual inspection of the device, it was observed with no apparent damage. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary reason for device explant and/or reoperation: right breast prosthesis deflation, bilateral breast capsular contracture. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision procedure with mentor smooth round moderate profile 475cc saline breast prostheses when the right breast prosthesis deflated after implantation. The patient noticed deflation of her right breast prosthesis. Deflation was later confirmed by a physician. In addition, the patient developed capsular contracture (baker grade unknown) in both of her breasts. As a result, the patient underwent bilateral explantation with no replacement devices on (B)(6) 2019. This medwatch report is for the patient¿s left breast prosthesis.